Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported the device was opened during a procedure and having an issue tightening. Before the device was used the physician and tech noticed a chip in the device jaw. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.